Event description:
It was reported that the patient's right atrial lead was found to be dislodged one day post-implant. The lead was explanted and replaced due to suspected tissue in the lead tip. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.